Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned product was examined and it was confirmed that there was a sticky substance on both side of the pouch where the patient labels were attached. It is unknown when this substance was introduced to the packaging. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that upon incoming product inspection the product was found with stain on the sterile package. No adverse events were a result of this malfunction as there was no patient involvement.